Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: unknown. Report #2027111-2017-02152 will address event 1 of 3, report #2027111-2017-02153 will address event 2 of 3, this report will address event 3 of 3. The jaws on the device keeps locking and it has been with 3 different surgeons. They have been using voyant for the past 3 years and it seems to be happening frequently in the past 3 months at the same hospital. It happened twice last week with the same issue. Both the products were discarded. Patient status: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the reported event and related product. At this time, applied medical is unable to determine the cause of the reported event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.